Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to fluid loss from an unidentified source. There were no patient complications.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to fluid loss from an unidentified source. There were no patient complications.